Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-07578. It was reported prior to the patient's drg system trial, the leads broke near the connector cable. Consequently, the leads were pulled and the trial was terminated.